Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead post implant. It was also reported that the rv lead had high pacing threshold. The lead was capped and remains out of service inside the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).